Event description:
Rn found a hole in the membrane of the alaris syringe administration set pressure sensing disc. When device was flushed by rn, it was found to leak. Product did not reach the patient. No patient harm. Diagnosis or reason for use: renal failure.